Event description:
It was reported that the patient experienced recurring incontinence with this artificial urinary sphincter (aus). An ultrasound was performed in which it was identified that the balloon was empty; subsequently, the patient underwent surgery to replace the existing device with a new aus. Upon explant it was noted that the fluid leak was caused because the connector fell apart. All components were removed and replaced with no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.